Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 86 37-40, serial# (B)(4), implanted: (B)(6) 2009, product type: pump. Product ID 8590-1, lot# n167209, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (20mg/ml at 4.5mg/day). The patient's medical history included chronic pain. On (B)(6) 2015 during a normal pump replacement procedure the physician checked the patency of the catheter by aspirating the catheter and there was no intrathecal fluid flow. The physician decided to replace the catheter. However, it was noted that part of the catheter was left in the intrathecal space. No patient symptoms were reported. Further follow up was done to determine the cause of the catheter issue.